Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The results of the investigation are inconclusive since the device was not returned for analysis.

Event description:
It was reported that the patient presented to the emergency room with sepsis, redness, and swelling of the right lower extremity. Antibiotics were given. A transesophageal echocardiogram (tee) revealed possible vegetations on the right ventricular (rv) lead and right atrial (ra) lead. The physician explanted the entire system, including the pacemaker, rv lead, and ra lead. The patient remained in stable condition.